Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The endoscope had a scope bearing friction issue. No image or video was available for review. A review of the endoscope log for the 30-degree endoscope (part number 470057-08/sequence number 10022177) associated with this event has been performed. Per the review, the 30-degree endoscope was last used in a procedure on (B)(6) 2022 on system sk3817. The alleged endoscope had 1928 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope was rotating on its own and would not switch from 30 up to 30 down. Poor camera control could result in uninutitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the 30-degree endoscope plus was rotating on its own in horizontal motion. Sometimes would not switch from 30 up to 30 down. The procedure was completed with no reported injury. The da vinci x/xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.